Event description:
Dr did not obtain the tissue reaction expected during a resurfacing procedure (peri-oral). It appeared as though there was no tissue ablation occurring, which is the desired effect. Instead it appeared as though the tissue was blanching (grey-white in appearance instead of the normal pink coloring). The dr stopped immediately and service was called. The laser was replaced and sent back to the MFR for investigation. The articulated arm of the laser (beam path) was found to be far out of alignment.